Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and passed. A pairing test was performed with a known good transmitter and passed. Functional testing was performed and there was no failure detected related to the complaint. There was no data log available to review. The reported event of loss of connection was not confirmed. The reported allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.